Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with iphone 13 phone with ios 17.6.1 operating system version 2.11.2.8275. The customer was unable to receive their glucose alarms to do a software compatibility issue. As a result, the customer experienced symptoms of sweating, and a loss of consciousness, requiring treatment of cokes, sweets, and jam by a third-party. The customer was later seen by a healthcare provider where they received a glucose injection for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer reported signal loss. The reported issue was investigated. Per the abbott diabetes care compatibility guide, the reported configuration of ios 17.6.1 is not compatible with the customer's reported application. The latest revision of the compatibility guide is available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.